Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 15-103205, taperloc micro femoral, lot # 402250; catalog #: 11-363660, modular head type 1 taper, lot # 505940; catalog #: ep-105914, e-poly ringloc acetabular liner, lot # 974060. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08017, 08018, 08019, 08020. Remains implanted.

Event description:
It was reported that a patient underwent primary total knee arthroplasty approximately 10 years ago. Subsequently, the patient had bilateral tha for hiv-associated avn and developed chronic bilateral trochanteric bursitis. The patient underwent left greater trochanteric bursectomy and iliotibial release approximately 4 years ago.

Manufacturer narrative:
The implants were not explanted. Wrong date was reported in the initial medwatch. Reported event was confirmed by review of op notes. Review of the op notes states that during the procedure surgeon noted that there was considerable amount of loose permanent suture that was directly under the iliotibial band where the patient had been reporting pain. All suture was removed, and then proceeded to debridement of extensive bursitis under the iliotibial band. Iliotibial release was performed as well. Surgeon confirmed no further loose sutures or adductors were intact. No complications noted during the procedure. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.